Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 2.50x38 synergy¿ drug eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the stent strut was found to be lifted. A 2.5x16 and 2.5x20 synergy stents were then deployed and the procedure was completed. No patient complications were reported and the patient's status was good.